Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received an occlusion alarm in the past. Customer stated they do not believe their bg level was impacted. Troubleshooting with tandem technical support could not be performed as the customer had already discarded the supplies prior to the call. Customer stated they do not recall any details other than the occlusion occurred.